Manufacturer narrative:
Product complaint (B)(4). Investigation summary- an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. H6: component code: appropriate term/code not available (g07002) used to capture no findings available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the glenosphere inserter would not easily thread onto the inserter handle. Upon further investigation it was determined that the threads on the glenosphere inserter were stripped. This happened post op so there was no negative impact to the patient nor was surgery time extended.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9 corrected: d4 (primary UDI number) and h3. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: it was reported that while putting together the instruments and inspecting them per usual, it was noticed that the glenosphere inserter would not easily thread onto the inserter handle. Upon further investigation it was determined that the threads on the glenosphere inserter to be stripped. This happened post op so there was no negative impact to the patient nor was surgery time extended. The product was returned to depuy synthes for evaluation. Visual inspection revealed the tip of the glenosphere inserter tip cross threaded. Additionally, device exhibits signs of usage. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces like assembling the device in an off-axis position or by overtightening. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the glenosphere inserter tip would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.